Event description:
It was reported that patient underwent total hip arthroplasty on (B)(6) 2001. It was further reported that patient needs to undergo a revision procedure due to allegations of elevated cobalt chromium levels and pseudotumor. A revision procedure has not been performed to date. This report is based on allegations set forth in patient's complaint and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: "material sensitivity reactions." This report is number 1 of 3 mdrs filed for the same event (reference 1825034-2013-00861 / 00863). This report is based on allegations set forth in patient's complaint and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up report is being filed to relay the acetabular cup and liner were not removed in the revision procedure, which was unknown at the time of the initial medwatch. Corrected data: date explanted - product was not removed. This report is number 1 of 3 mdrs filed for the same event (reference 1825034-2013-00861 / 00863).

Event description:
It was reported that patient underwent total hip arthroplasty on (B)(6) 2001. It was further reported that patient was revised on (B)(6) 2013 due to allegations of elevated cobalt chromium levels and pseudotumor. No further information has been provided to date. This report is based on allegations set forth in patient's complaint and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up report is being filed to relay the date for the revision procedure, which was unknown at the time of the initial medwatch. This report is number 1 of 3 mdrs filed for the same event (reference 1825034-2013-00861-1 / 00863-1).